Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging an ¿unusual issue¿ with her daughter¿s one touch ping meter. The reporter stated the ¿screen would turn black, but wouldn¿t go further¿. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue began on (B)(6) 2014, at 12:00 p. M. The patient manages her diabetes with an insulin pump. The reporter stated, when the alleged issue occurred, her daughter skipped her bolus of insulin (5 or 6 units) in response to the alleged issue. The reporter stated, 4 hours after the alleged issue occurred, the patient developed symptoms of ¿frequent urination and thirsty¿. On (B)(6) 2014, at 4:30 p. M. The patient retested her blood glucose and obtained a result of ¿433 mg/dl¿ with the subject meter. The patient self-treated with ¿11 units of insulin from pump¿. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. A DHR (device history record) was completed on 04/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.